Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
It was reported that sensing loss was detected on the lead. The patient had no symptoms. A re-positioning of the lead was performed successfully. No deterioration of the patient's state of health was reported.